Event description:
It was reported that a patient presented to the clinic with noise on their right ventricular lead that was being oversensed and resulted in pacing inhibition. The noise was reproducible with isometrics. The lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of over sensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to exposure of the outer coil in the abrasion zone consistent with friction to the device can.